Event description:
A false reactive advia centaur cp hbsag result was obtained by the customer and was considered discordant when compared to another hbsag test method. An operating room employee was splashed by a surgical patient's blood. The physician questioned the result and the repeat test result was (B)(6). The operating room employee received antiviral drug medication. The patient sample was sent out for confirmatory testing and the result was non reactive (negative). There was no known report of adverse health consequences due to the false reactive hbsag assay result and the medication administered to the employee.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse replaced aspiration pump tubes, cleaned the luminometer and verified probe alignments. The cause for the discordant hbsag results is unknown. The surgical patient's sample was not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the interpretation section of results states the following: "samples with an index value of greater than or equal to 1.00, but less than or equal to 50 are considered initially reactive for hbsag. Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of hbsag. If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay, the sample is positive for hbsag." The instruction for use (IFU) under limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."